Event description:
Boston scientific received info that this pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had inappropriate therapy delivered due to low amplitude and double counting of t-waves. Boston scientific technical services (ts) was contacted and reviewed device data that was uploaded. Ts discussed testing with a 2x gain since all three vectors were small. Ts also considered getting a x-ray to check and see if the system shifted over time. And lastly, ts recommended trying to recreate with isometrics. The device sensing vector was reprogrammed to primary with a 1x gain. No x-rays were taken or isometrics performed. No adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.